Event description:
A consumer's family reported the consumer was implanted on (B)(6) 2015 due to parkinson's disease. After the surgery, the consumer had psychiatric disorders (detail unknown) and the consumer was in treatment in a mental hospital. There was a 50% or more reduction in symptoms. It was unknown if any troubleshooting was done or the cause of the event. The family requested to improve the consumer's symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.